Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that review of remote data from this system identified stored events with noise and oversensing on the right ventricular (rv) channel. Trended data showed a decrease in rv pacing impedance of 879 ohms to 547 ohms over the past 3 months. Programmer assessment was recommended. The observations were documented, and the system remains in service. No adverse patient effects were reported. It was reported that an alert was triggered for right ventricular (rv) intrinsic amplitude out of range. Review of lead trend data showed a recent r-wave measurement of 1.7mv. Additionally, electrograms (egms) showed another stored episode of oversensed noise. The device remains in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that review of remote data from this system identified stored events with noise and oversensing on the right ventricular (rv) channel. Trended data showed a decrease in rv pacing impedance of 879 ohms to 547 ohms over the past 3 months. Programmer assessment was recommended. The observations were documented, and the system remains in service. No adverse patient effects were reported.